Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, it was reported by the patient's parent that the pediatric patient experienced loss of connection greater than 1 hour which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. According to the report, the continuous glucose monitor (cgm) display device showed signal loss for greater than 1 hour. The parents checked the blood glucose (bg) which read high. The patient experienced upset stomach, headache, and moderate ketones. The parents transported the patient to the emergency department, and upon arrival, the bg was 240 mg/dl. The patient was treated for 5 hours with IV fluid and 6 units of unspecified insulin over a 3-hour period. Upon discharge, the cgm continued to show signal loss, so the sensor was removed. There was no documentation of further medical evaluation or intervention for hyperglycemia. At the time of the report, the patient was in stable condition. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.